Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/06/2015.

Event description:
It was reported by the customer that, when the surgeon wanted to use the suture, it was noticed that there was no needle tip on the needle so another suture was used instead. The needle tip was not found in the packaging either, it was just not there. An xray was performed in an attempt to locate the needle point without success. There was no harm to the patient. No further information is available at this time.

Manufacturer narrative:
(B)(4).